Manufacturer narrative:
It was reported by customer that the clinician also reported air in line. No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: unknown batch#: unknown. It was reported by customer that the clinician also reported ail, stating he often must change the entire IV primary set, therefore wasting the drug that was primed. Cpc discussed priming, ail prevention, and ail troubleshooting. Cpc also discussed special considerations with glass bottles, particularly with priming propofol IV sets. The clinician reported he opens the vent prior to priming propofol to allow for flow¿ no reported patient harm.